Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 496mg/dl. The expected fasting blood glucose test result range is 120-140mg/dl. The customer did report not feeling well. Medical attention is reported as a result of the actual blood glucose results and symptom. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history (customer discarded meter). Past adverse: customer states he was receiving e-0 and was unable to check his glucose but when he finally was able to check glucose he received a reading of 496 mg/dl fasting and took his insulin (unknown name) and his glucose dropped but did not disclose specific number but he was not feeling well and his daughter gave him 4 teaspoonfuls of honey to bring up sugar. Daughter called ambulance because of glucose reading being high glucose and then because insulin his glucose dropped but did not disclose number. Late at night on (B)(6) 2019, the ambulance tested his sugar with their meter and it was a 22mg/dl not fasting when they arrived and ambulance released him from ambulance early morning (B)(6) 2019 with a reading of 92 mg/dl not fasting or a 93mg/dl not fasting. Customer does not recall specific number but when trying to use meter, he was receiving an e-0 with blood sample on ambulance. Customer states ambulance did give him IV (unknown name) to raise glucose before releasing him. Customer states he threw away that meter and purchased a new glucose meter and is still receiving e-0.